Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: plug strap separated.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Physician later reported "plug loose' with "implant ripped on removal" and particles observed in the valve. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/use error: observed three openings on posterior assessed as surgical damage. ¿ particles in the valve: no observed particles in the valve. ¿ plug strap separated: no observed plug strap separated. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Physician later reported "plug loose' with "implant ripped on removal" and particles observed in the valve. The device has been explanted.